Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose level was 800 mg/dl at the time of incident. The current blood glucose is 127 mg/dl. Other relevant blood glucose was 179 mg/dl and 300 mg/dl and 379 mg/dl. Troubleshooting was performed. The product will not return for the analysis. The infusion set and reservoir will not be returning.